Event description:
Saw blade was loaded into a stryker cordless power system and being used in a patient's right hip. The drill bit broke off into the patient. The doctor decided to leave the bit in the patient. No medical treatment was required.

Manufacturer narrative:
Due to indication of patient injury, occurrence was determined to be reportable to the FDA.